Manufacturer narrative:
The product was not able to be identified by the account and therefore, could not be made available for further evaluation.

Event description:
It was alleged that the minimum height of the prime x stretcher was not sufficient enough for the patients mobility to sit on the mattress easily, and subsequently the patient required assistance from a member of staff. During the maneuver, the patient¿s calf caught on the metal hook used for attaching catheter bags, and as a result suffered a lengthy laceration injury to the area. This incident required the patient to have further treatment and a significantly longer period of stay in hospital.

Event description:
It was alleged that the minimum height of the prime x stretcher was not sufficient enough for the patients mobility to sit on the mattress easily, and subsequently the patient required assistance from a member of staff. During the maneuver, the patient¿s calf caught on the metal hook used for attaching catheter bags, and as a result suffered a lengthy laceration injury to the area. This incident required the patient to have further treatment and a significantly longer period of stay in hospital.